Event description:
The patient was placed on the ventilator, and then the user started the ventilator; however, the device did not start to ventilate the patient. The user noted that patient started to de-saturate. The patient was manually bagged with an alternate device and then placed on another ventilator. No patient injury reported.